Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch. Please note additional device involved tg2610.

Event description:
In 2009, this patient was implanted with gore tag thoracic endoprosthesis to treat a traumatic transaction of the descending aorta. Two weeks later, a computer tomography revealed that the proximal device had collapsed. On the next day, the patient was brought back to the operating room to implant three caged stents. The stents were implanted at the proximal end in order to open up the gore tag thoracic endoprosthesis. The patient tolerated the procedure and no further complications have been reported. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.